Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
Investigation: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Photos were returned of a 3/10cc syringe. Customer states that the hub detached when the shield was removed. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.